Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, investigation revealed the hose was brittle and leaking oil. The device was returned to the customer on 12/4/2012. The complaint is indeterminate.

Event description:
Customer reported the device pressure gauge was broken. This is report 1 of 1 for (B)(4).